Event description:
The customer reported that after boot up the system froze suddenly (locked up) and would not work. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A loose cable on the monitor and interconnecting connector were soldered. The system was tested and found to be working as intended and returned to service.